Event description:
At 0445, the patient rang her call bell and stated that her IV pump was beeping. Upon assessment, the alaris IV pump was flashing and reading system error with the code 255-16-275. A new alaris pump brain, channel, and pca channel was obtained and set up. With rn (registered nurse) 2, the pca syringe was transferred from the old pump to the new pump without loss of volume. Since the previous pump had a system error, the patient data on attempts and demands could not be obtained. The remaining volume was obtained and recorded with rn 2. The new pca pump was started. There was no negative impact to the patient and vital signs remained stable. Work order placed and pump removed from service.